Manufacturer narrative:
(B)(4).

Event description:
The manufacture representative reported the patient had pain and went to the emergency room. The patient was admitted to the hospital on (B)(6) 2015 as she developed an abscess infection on the right side at the site of the lead insertion site. On (B)(6) 2015, the patient was taken into surgery where the abscess was drained, cleaned out with antibiotic solution, and packed with an anti-microbial strip. A culture was taken at the time of surgery when the abscess was drained and the lead was explanted. That culture was sent off for analysis. Lead and all accessories were removed from the patient and discarded. The cause of the infection and resolution remain unknown.